Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening and one opening assessed as surgical damage. ¿ particles in valve: no observed. As per the investigation procedure crease, wear abrasion and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side ¿deflation.¿ healthcare professional additionally reported "hole, non-specific," and "particles in valve." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side ¿deflation.¿ healthcare professional additionally reported "hole, non-specific," and "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d4, d6b, e1, h6.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.